Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer from using his dreamstation auto CPAP device. The user states that he was diagnosed on (B)(6) 2023. The user states his device was defective. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
1) the device was returned to the third-party service center for evaluation. During the evaluation, the device was visually inspected internally and externally, and no faults were found. No problem was found with the device and the unit passed functional testing. 2) in the previous file the report was submitted for initial which is updated to final in this report. Additionally, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid were also updated in this report.